Event description:
It was reported that an m. Blue plus (#fx824t) was implanted on (B)(6) 2021. According to the complainant, the shunt system caused an underdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the m. Blue were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves operate within the permissible tolerance in their respective relevant position. Adjustment test: during the adjustment test it was determined that both valves are adjustable in all pressure ranges. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected; and the braking force is within the given tolerances. Internal inspection: after dismantling and inspection of the components, deposits were found in progav 2.0 and the control reservoir. To make the deposits in the shunt system more visible, they were colored using a staining solution. Results: based on our test results, we can detect visible deposits in the progav 2.0 and the control reservoir. These deposits did not affect the technical properties at the time of the examination. Furthermore, we cannot detect any functional deviations or other abnormalities on the m. Blue. The valve operates within the specification. At the time of the examination, it is not clear to us how the aforementioned functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected the function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system, depending on location, quantity and consistency, leads to a deterioration of the properties. The investigation of the return has been completed with the preparation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.